Event description:
It was reported that the wording on the insulin pump was faded. The reported blood glucose reading was 434 mg/dl. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a faulty liquid crystal display board.